Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right atrial (ra) lead as well as noise. The health care professional (hcp) stated the patient was hospitalized due other health conditions that correlate to the episodes of noise. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as the source of the noise. No pacing inhibition was noted. Further information was received that this patient experienced a pre syncopal episode. Upon review, loss of capture (loc) was suspected but could not be confirmed. Additionally, the initial reported allegations of out of range pace impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead continue to be present. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right atrial (ra) lead as well as noise. The health care professional (hcp) stated the patient was hospitalized due other health conditions that correlate to the episodes of noise. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as the source of the noise. No pacing inhibition was noted. No adverse patient effects were reported. At this time, this device system remains in service.